Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 510 mg/dl at the time of the incident and current blood glucose was 154 mg/dl. The customer was treated with syringes. The customer declined to perform the high pressure test and also high blood glucose. The customer performed displacement test and was passed. The customer was advised that the pump was designed to trigger an alarm if it detects a blockage preventing the flow of insulin. The insulin pump will be returned for analysis.